Manufacturer narrative:
Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove a cardiac lead, an arterial tear was created in the pocket at the entry site to the subclavian vein. Reportedly, the surgeon noticed blood pressure starting to drop then stabilize shortly after the lead was extracted. No injury could be seen on a tee. The extractor made a comment that the pocket would not stop bleeding. Anesthesia changed the location that they were giving fluids from the left upper extremities to the groin after this comment, and then deduced that their might be a tear in the subclavian. The surgeon scrubbed in and the repair was completed.